Manufacturer narrative:
A ge svc rep performed an on site investigation. The handles were tightened during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the lock handles on the 9800 sys were loose. No pt injury was reported.